Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer inspected the system remotely and identified that the host pc was not starting. Rse performed cold restarts, but issue persists. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting and loosing connection. The defective host pc was returned for analysis, and it was concluded that the cmos battery was defective. To resolve the issue fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was not responding and unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.